Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that her one touch ultra meter had two issues: missing segments in the display and meter power off during use. Reportedly, the issues began in 2008. The patient allegedly stopped testing due to the issues. The following month, in the morning before calling customer service, the patient reportedly had symptoms of "a bad taste, sweating, and blurred vision" but did not attempt to use the meter. On an insulin pump, the patient reportedly bolused 15 units novolog. The patient received no medical attention. The meter was replaced. Because the patient reportedly had symptoms that can be associated with serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.